Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer declined to further troubleshoot with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.